Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a person using an ilet with a 23 in, 6 mm contact detach infusion set experienced sustained hyperglycemia and changed infusion supplies twice, observed no abnormalities at removal, filled tubing while disconnected with insulin observed at the tip, and had been entering extra meal announcements in an attempt to reduce glucose. Symptoms included elevated blood glucose confirmed by cgm and fingerstick readings reported as ¿high,¿ without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy during the event, no ketone testing, and no medical intervention. Investigation included customer education regarding avoiding extra meal announcements, guidance to disconnect and use backup therapy for 2 to 2.5 hours, and shipment of replacement infusion sets and cartridge kits. Investigation of this case revealed no visible set failure, successful tubing priming with insulin flow, and probable algorithm perturbation due to user-entered extra meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was user technique affecting algorithm performance and glycemic control.